Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. Date of event, implant date: estimated dates. Literature attachment: 6-minute walk test predicts prolonged hospitalization in patients undergoing transcatheter mitral valve repair by mitrclip. -

Event description:
This event was captured based on literature review. It was reported through a research article identifying mitraclip that may be related to patient death. Details are listed in the attached article, titled 6-minute walk test predicts prolonged hospitalization in patients undergoing transcatheter mitral valve repair by mitraclip. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Unique device identifier (UDI): in the absence of reported part number, the UDI could not be calculated. The device was not returned for analysis and a review of the lot history record could not be performed as the lot information regarding the complaint device was not provided. Based on the information reviewed, a definitive cause for the reported patient effect of death for the patients could not be determined. The reported patient effect of death, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effect, and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.